Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg over 800 mg/dl) and diabetic ketoacidosis (dka). The cause was not known. Water was consumed, customer did not eat and insulin was delivered via the pump to address bg/dka. While attempting to gather additional information, the customer said "bye" and abruptly ended the phone call with tandem technical support.